Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The pump was received with stuck keys and a faulty power switch. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported issue. However, the reported issue of the "key stuck alarm" could not be duplicated during testing. Multiple keys were found to be stuck due to the previous repair as a result of the previous repair technician. The keypad was replaced to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a "key stuck" alarm after being received back from repair. It is unknown if there was a patient involved.